Manufacturer narrative:
Ref. ID: (B)(4) the digitaldiagnost is a stationary x-ray system for general radiographic purposes. The ceiling suspension (cs) carrying the x-ray tube allows a wide range of longitudinal, transversal and vertical movements in the room. Cs is supported on four metal ball bearings which rolls over longitudinal rails. Operational end stops and additional safety end stops are provided on both sides of longitudinal rails to stop the cs moving beyond it and to avoid derail from longitudinal rails. In case of cs derailing from longitudinal rails the system will lose contact from 2 bearings and will get supported by magnetic brake bracket. Nevertheless the cs will be supported on 3 points. After tilting catch bracket will support cs on other side. Thus at any point of time cs is supported on minimum 3 points and it will not fall from rails. The digitaldiagnost system was relocated from one clinical room into a new room for the customer. As part of this the contractor was working with philips field service engineer (fse) to complete the de- and re-installation of the system. After completion of the reinstallation, it was reported that the cs came off the rails and was hanging down a little. Philips fse investigated on site and found that the safety stops had not been fitted. The cs had been hooked back into the ceiling rails by a 3rd party service provider. New catch and brake fitted. The movement was tested and the geometry calibrated. End stops checked, all was ok. Finally, the system meets the specification for the performed service and is returned to use. Risk estimation revealed no unacceptable risk. The issue is further monitored and trended. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for reporting.

Event description:
The customer reported that the tube is nearly coming off the ceiling. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4). It was reported that the ceiling suspension had almost come loose from the ceiling rails. Philips field service engineer investigated on site. The ceiling suspension had been hooked back into the ceiling rails by a 3rd party service provider. New catch and brake fitted. The movement was tested and the geometry calibrated. End stops checked, all was ok. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.